Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited stored electrograms dating back to 2017 of far field r-wave oversensing and diagnostic issue, ventricular tachycardia was below detection rate and was recorded incorrectly leading to no high voltage therapy. It was noted that at the time of the ventricular tachycardia event, the patient was in the hospital for an unrelated reason. Programming changes were suggested. No intervention was performed. The patient was stable after the event.